Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes. Section d9: returned to manufacturer on: jan 4, 2023. Section h3: device evaluated by manufacturer¿ yes. Device evaluation: the complaint lens was received submerged in an unknown solution inside a vial. Visual inspection under magnification revealed no defects on the lens before and after cleaning. The lens was forwarded to añasco for miq measurement and measured 24.92d which is within diopter range specifications. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Telephone number: (B)(6). Device evaluation: product evaluation was not performed because the product has not been returned. The complaint issue reported could not be verified and no product deficiency could be identified. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed that no additional complaints were received from this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient was experiencing unstable vision three weeks after implantation of the intraocular lens (iol) in left eye. A refraction test revealed that the patient's refraction shifted in the myopic direction by -2.0 diopter. The patient complained of trouble driving at night and requested an iol exchange. The iol was explanted and replaced with a monofocal iol (model and diopter unknown). There was no reported patient injury. No additional information was provided. .